Event description:
Patient reported that a comparison between ss meter and a hcp meter (using separate finger sticks within 10 min. Of each other) was 116 mg/dl (ss) and 94 mg/dl (hcp), respectively (23% different). No symptoms were reported. Lfs rep discovered that the ss meter code (11) did not match the test strip code (9) and helped the patient set up the meter code correctly to match the strips. Cleaning and use of control solution was reviewed. There was no allegation of harm.